Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of perforation.

Event description:
It was reported that this patient complained of chest pain shortly after this right ventricular (rv) lead was implanted. A computed tomography scan and an x-ray evidenced the lead had perforated the heart wall. The physician determined there was no effusion via echocardiogram. The rv lead was extracted to resolve the issue.